Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was over 700mg/dl. Troubleshooting was performed. The customer stated that she woke up not feeling well after she had run out of insulin. Then she changed the infusion set and reservoir and got no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.